Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient stated upon removal of the sensor on (B)(6) 2020, the insertion site was infected. The patient called his endocrinologist who prescribed a course of oral antibiotics (doxycycline). At the time of report, the patient as doing well. No additional patient or event information is available.